Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had a particulate that they could not identify in the tubing. They did provide a photo to mmd, but it is unclear what the particulate was. Mmd followed up with the initial reporter and they stated that the complaint had no impact to the patient. No other information was provided. [(B)(4)].